Event description:
It was reported to philips that the image on the flex vision monitor was no longer displayed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the diagnostic coronary procedure which was completed by using another system. A philips field service engineer (fse) went onsite and confirmed the reported problem. The analysis of the system log file found that error: fatal: videoswitch reconnection failure. Upon further troubleshooting, the fse found that the image could not be displayed due to a failure of the power adapter of the matrix switch installed in the cabinet that controls flex vision in the machine room. To resolve the reported issue, the fse replaced the dvi matrix switch 16x16 power supply. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.